Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the biomed dept for an unspecified reason. No tracking info was provided, therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the touchscreen does not respond at all. This was found to be due to contamination due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.